Event description:
Customer reported a past high blood glucose event with the specific value unknown, as the display showed "high." Cause was not known. Customer took corrective action by administering a correction bolus via the pump. Technical support suggested the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer understood and acknowledged.